Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins). The patient reports that they are getting poor coupling with recharging and it is taking increasingly more time to charge. The patient states that she mentioned the issues to a manufacturing representative (rep) about 2-3 months ago. The patient is currently running at 4 bars and started out at 1/8 battery. The patient attempted to use books to charge the device which took from 10am to 5pm. The patient noted that they once got a heat warning. It was also noted that the rep previously checked their ins and the device had not flipped. The patient thinks that there is a problem with the ins location; the ins is close to her waistline at the small of her back. The patient cant get a good connection because of the angle but can improve connection by leaning forward. However, the patient mentioned that they have a herniated disc and bending over in attempt to get a better connection blows their back out. The patient stated that she typically wears the belt and has tried adhesives but they didn¿t help, so they have been putting on tight clothing paired with bandages. Troubleshooting was performed which included rotating the antenna and the best the patient could get was 6 bars. Further troubleshooting could not be performed because the patient's battery was full and couldn¿t see how many bars she had. The patient indicated that they would call back tomorrow for further troubleshooting and see how many bars they could get. It was noted that they patient does not currently have a managing physician as their surgeon is no longer in the area. There was no indication of patient harm. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient said they were still having charging difficulties with coupling and charge duration. The patient noted they could tell the ins was laying flat under the skin so they were not sure why they were having such difficulty achieving good coupling. Patient services suggested for the patient to try a new recharger (insr) antenna and if it was not resolved then they should follow-up with their managing healthcare professional (hcp). The patient said their primary care hcp took an x-ray and said it all looked the same however the patient did not presently have a managing hcp. Physician listings were sent to the patient. No further complications were reported.

Manufacturer narrative:
Correction: upon review of the additional information, it was determined that the correct date the manufacturer received information that a reportable event had occurred was (B)(6) 2017, not (B)(6) 2016 as previously reported.

Event description:
Additional information was received from the rep. The rep reported that he became aware of the patient's problem with the ins location on (B)(6) 2017. No actions/interventions were taken to resolve the ins location issues, and the cause of the ins location issues was not determined. It was noted that the previously managing physician left the country.